Manufacturer narrative:
(B)(4). Concomitant medical products: unknown, unknown mallory head, unknown, unknown, unknown liner, unknown, unknown, unknown shell, unknown. Implanted in 1993. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-04153, 0001822565-2018-04154, 0001822565-2018-04155. Customer has indicated that the product will not be returned to zimmer biomet for investigation, [product location unknown]. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient has been indicated for revision due to unknown reasons. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable as this device was not involved in the event. The initial report was submitted in error and should be voided.

Event description:
No further event information available at the time of this report.